Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove 3 leads: a right atrial (ra), right ventricular (rv) and left ventricular (lv) lead due to cied system/pocket infection. The lv lead was implanted in 2019. The rv and ra leads were implanted in 2011. Spectranetics lead locking devices (lld's) were utilized in each of the leads to act as traction platforms to aid in lead extraction. The lv lead was first to be successfully extracted with traction only. Next the physician began the attempt to remove the ra and rv leads with use of a spectranetics 12f glidelight laser sheath. Progress stalled on both of the leads in the left subclavian vein due to adhesions and lead on lead binding. A cook medical mechanical device was then used with progress made until they reached the area in front of the superior vena cava (svc). The physician then upsized to a 14f glidelight device, and with use of this and the cook medical mechanical device, progress was made through the svc. The physician then upsized to a 16f glidelight device, and was then able to successfully remove the ra lead. The rv lead was then targeted for extraction. During use of the 16f glidelight device and traction forces, the patient's blood pressure dropped and it was confirmed that the patient was experiencing ventricular fibrillation. Rescue efforts began immediately including CPR and sternotomy. An svc injury was discovered, approximately 3cm in length. The area was repaired and the rv lead was then removed surgically. The patient survived the procedure and was transferred to ICU. There were no reported malfunctions of any spectranetics devices in use during the procedure. This report is being submitted because although the cook medical mechanical device was in use in the svc as well, the 16f glidelight device was in use in the svc region at the time the patient's blood pressure dropped.